Event description:
It was reported that the patient experienced diaphragmatic stimulation on the left ventricular lead. The lead was turned off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.